Manufacturer narrative:
Device evaluation: the complainant returned one dialyzer for examination from the reported lot number. Coagulated blood was present within both ends of the dialyzer between the header end cap and the polyurethane cut surface. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. He returned sample was subjected to a laboratory bubble point test where no leaks were observed (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual examination. A potted fiber fragment was identified at approximately 350° with the dialysate ports situated at 0° on the non-cavity ID end. The fiber was then viewed under magnification (20x) to better view the fiber. The opposing end could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. The lot history review was performed and there were no other reported complaints noted against the lot.the production record was reviewed, there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested (B)(6) for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.